Event description:
Reporter alleged blood glucose measured 240 mg/dl so dosed 6 units of insulin; however, had no symptoms of high or low glucose at the time. Customer stated the insulin was prescribed to be taken only when blood glucose measures > 200 mg/dl. It was stated customer only remembers waking up in the hospital from a "coma". Customer indicated paramedics transported him to the hospital; however, he did not remember glucose results or any treatment received from the hospital. Reporter stated being hospitalized for 3 days. A request was made for the return of the suspect device and replacement product was sent.